Event description:
Consumer called report inaccurate readings with their meter. Readings are very erratic. Analysis run on clark error grid using mean avg. Readings (269) as reference point vs. Bd readings (399,138) yielded some data points in the c/d range of the grid, outside acceptable limits.